Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm tmicl13.2 implantable collamer lens, -06.50/+1.0/112 (sphere/cylinder/axis), during the same surgery due to the lens tore upon insertion into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to the device. The lens was discarded.